Manufacturer narrative:
The reported events seems all linked to the initial vascular occlusion. Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmet investig dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6): 961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182. Delorenzi, c. (2014). "Complications of injectable fillers, part 2: vascular complications." Aesthetic surgery journal / the american society for aesthetic plastic surgery 34(4): 584-600.

Event description:
According to the received information, a patient has been injected in the nasolabial folds on a unknown date with a rha product (exact reference unknown) and experienced an "occlusive event in the nasolabial folds which blocked the angular artery" on an unknown date, an unknown substance was used to dissolve the occlusion. According to the latest received information the patient is "fine" but no further clarification was provided as to whether the event was resolved. The outcome of the event was unknown. The intensity of the event was not provided. (B)(4).